Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(4) revealed no anomalies. The catheter was incomplete and returned in segments. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated the patient¿s dose had been increased since implant and they were not receiving adequate therapy, therefore it was determined the catheter needed to be revised. The rep clarified that the doctor did not intend to implant the catheter tip at l1 at implant, this was done as a result of the difficult implant procedure. The catheter was revised on (B)(6) 2019. A laminectomy was performed during the revision to place a new spinal segment. The catheter tip was placed at t6. The explanted portion of the catheter was sent back to the manufacturer for analysis. The rep stated it was too early to tell if the lack of therapy had resolved. It was indicated the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of gablofen via an implantable pump for head/brain injury and intractable spasticity. It was reported the patient was experiencing inadequate therapy. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was reported the catheter placement was difficult. The patient has not received adequate therapy since the catheter tip was placed at l1. The catheter was implanted on (B)(6) 2019. It was unknown if the patient¿s dose has been increased since surgery. The issue was currently unresolved, as of (B)(6) 2019. Surgery has been scheduled to occur within the next week to revise the catheter. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event and the patient's medical history were not available.